Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unable to verify change/battery lasts less than expected anomaly due to no battery received with unit. Pump trace download analysis confirmed the pump alarmed multiple unexpected replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool. Replace battery alerts due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit passed displacement test, sleep current measurement, active current measurement and selftest.

Event description:
Information received by medtronic indicated that the battery was lasting less than 24 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.